Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. The customer alleged that the battery cap threads were stripped and the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/26/2017 with the following findings: a review of the black box showed no evidence of power on reset events. The battery compartment was cracked at the threads on the side and separately below the grip pad. A battery cap was not returned. A test battery cap was able to fit to the pump. The pump powered up successfully to the verify screen. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no power issues occurred. No power interruptions occurred during the investigation. The power complaint was unable to be duplicated. The pump cover was removed to find no intermittent conditions to the power printed circuit board.